Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the patient developed a pocket infection. The pulse generator was replaced.